Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the dirt present on device was confirmed, but a root cause could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the flex video scope had a dirty video connector. There was no patient involvement.